Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who guided customer through a pump reset, and insulin delivery was resumed successfully.